Event description:
It was reported that the epg (external pulse generator) was connected a patient who was in heart block. The pace lights were flashing, but there were no output pulses capturing the patient. The cable was changed, with the same result. A new epg was used, and the pacing resumed. No patient injury occurred. Additional information was subsequently received reporting the device appeared to be working correctly, but staff said it didn't fire. The device was showing it was sensing, but it wouldn't pace or fire. They changed out the "pacing swan," but that didn't work, and they changed out the disposable pacing wire cable, but it still wouldn't pace. A second epg was obtained, and they were able to pace the patient. The patient had lost capture from a previous insertion and had symptomatic complete heart block, so there was no patient harm, other than a delay to treatment for a paced rhythm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not confirm the reported event. No visual or electrical anomalies were observed.

Event description:
It was reported that the device was connected a patient who was in heart block. The pace lights were flashing but there were no output pulses capturing the patient. The cable was changed with the same result. A new epg was used and the pacing resumed. No patient injury occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.